Event description:
In 2009, the patient reported that she has been experiencing erratic blood glucose readings of 65 mg/dl in the morning and 259 mg/dl at bed time since about 9 days prior. She stated that last night her blood glucose measured 245 mg/dl and she bolused 1.5 units of insulin. When she woke up this morning her blood glucose measured 280 mg/dl and she bolused 6 units of insulin. Prior to the report her blood glucose measured 229 mg/dl. She stated that there was a gap of air in the infusion tubing the "size of her pinky fingernail." She successfully primed the air from the infusion tubing. Further troubleshooting did not reveal any product issues. Upon follow up at about 3 days later, the pt reported that her blood glucose was "fine." The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.